Manufacturer narrative:
Additional information received that the patient did not need any further medical or surgical treatment and they are fine. This is a follow up report for this information. FDA coding was missed in the initial report. Adding additional investigation conclusions code 4315. This is a follow up report to add this additional code.

Event description:
In this event it is reported that pathfile 21mm assortment file bent during use. Reportedly, there was gingival bleeding. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are involved product that bent during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1733716). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.